Event description:
Customer reported a patient developed an infection at the incision site described as reddened and warm to the touch following inguinal hernia and hydrocele repair. The patient was prescribed antibiotics. It was reported that the incision is now healed.

Manufacturer narrative:
Date sent to the FDA: 07/19/2007. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.